Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® ultra plus xc and juvéderm voluma® xc. The patient was concomitantly injected with botox®. Six days later, patient started experiencing with swelling of their face. Hcp treated the patient with dexamethasone and ceftriaxone. Patient felt better next day. Twelve days later, the antibiotic treatment was completed. The patient started to experience an abscess only in the in the areas where juvéderm voluma® xc was injected. The patient was treated with antibiotics for another 6 days and symptoms are improving, however, pus is draining through the areas. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00732) (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.